Manufacturer narrative:
Philips service rebooted the system and advised the customer to reboot more frequently. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system was stuck at boot countdown and resolved by reboot on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.